Event description:
It was reported to boston scientific corporation that a microknife xl was used during a procedure performed on an unknown date. It was reported that the surgeon was using a needleknife for an endoscopic mucosal resection (emr), and the needle tip broke off. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Note: the complainant reported that surgeon was using a needleknife for an emr, and the needle tip broke off. However, according to the indication for use, the sphincterotome is indicated for use in the selective cannulation of the common bile ducts (cbd) and the transendoscopic sphincterotomy of the papilla of vater and/or the sphincter of oddi. The sphincterotome can also be used to inject contrast medium.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results. The device was not returned for analysis despite good faith efforts to obtain product return; therefore, a technical analysis could not be performed. With all available information, boston scientific concludes the reported event of wire break could not be confirmed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the manufacturing documentation for this device was unable to be performed as the lot number and upn are unknown. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in during a procedure performed on an unknown date. It was reported that the surgeon was using a needleknife for an endoscopic mucosal resection (emr), and the needle tip broke off. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event. Note: the complainant reported that surgeon was using a needleknife for an emr, and the needle tip broke off. However, according to the indication for use, the sphincterotome is indicated for use in the selective cannulation of the common bile ducts (cbd) and the transendoscopic sphincterotomy of the papilla of vater and/or the sphincter of oddi. The sphincterotome can also be used to inject contrast medium.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.